Event description:
It was reported to st. Jude medical that lead impedance measurements were varying and noise was observed on the electrograms. When the st. Jude medical representative went to the physician's office and interrogated the ICD, real time measurements seemed stable, but noise was confirmed on both stored and real time electrograms. The observed noise appeared to be lead noise. On x-ray, an area just before the rv coil did not look normal but no fracture was observed. The physician capped the lead.